Event description:
It was reported that the balloon detached from the shaft during inflation. The balloon of the dilatation catheter was retrieved with a polypectomy snare and replaced with another device to complete the procedure. No product was returned for evaluation.